Event description:
It was reported that this pacemaker system right ventricular (rv) lead exhibited a high out of range impedance measurement, with it been a gradual increase, so the lead safety switch (lss) was activated and it switched to unipolar configuration. Subsequently, there was oversensing of noisy signals on the rv channel which resulted in over two seconds of pacing inhibition. Technical services (ts) reviewed and discussed the stored episodes. This pacemaker system remains in service. No adverse patient effects were reported.